Event description:
Additional information reported indicated that the patient had perioperative antibiotic. The onset of the infection was on (B)(6)-2014. The location of the infection was at the pocket site where the culture was obtained. The organism found was reported as staph. The patient outcome was reported as ongoing.

Event description:
It was indicated that there was debridement of incision on left buttock. It was indicated that patient experienced burning sensation, drainage, incisional wound opening and infection. It was indicated culture was taken at the pocket site and unknown organism was reported. It was unknown if patient was treated with antibiotic. It was indicated that the onset of the infection was a day prior to the call. It was indicated that the location of the symptom was at the lead and device pocket. The patient also experienced pain, redness, and swelling. It was noted that a day prior to the call patient reported that the she had constant discomfort at the pocket site containing her lead wire and extension. When she arrived at the operating room (or) for her stage 2 implant, severe redness and swelling was observed at the pocket site. The physician determined that the lead and extension needed to be removed. Patient was taken to the or immediately for complete removal. It was later reported that the patient had a dose of ancef in preoperatively before the stage1. She did not have meningitis. Site was cultured but with no result yet. The wound was left open and the patient was still recovering. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jsn9, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4)